Manufacturer narrative:
The returned device was evaluated and the delivery test was found to successfully pass and record into the device memory. The pdm was found to function as intended.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his pdm (personal diabetes manager) was not turning on and that his blood glucose reached 300 mg/dl. He also reported that he had to be hospitalized for a day as he could not get any insulin from the pharmacy. At the hospital he was placed on an infusion of nacl (sodium chloride).